Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2 ml of juvéderm® volite¿ with no complications. Five months later, the patient was injected with 2 ml of juvéderm® volite¿. The next day, the patient experienced ¿areas of redness¿ in the interbrow zone and on the lateral area of the cheek on the right. That day, the patient was treated with nixar 2 days, traumel topically 3 days. Two days later, the patient was treated for dissolution of the drug with hyaluronidase pb serum 1fl. Event was ongoing. This file captured the additional juvéderm® volite¿ injection.